Manufacturer narrative:
Event summary (product and patient/user/environment effect): the product is requested for return, product examination, functional testing performed on-site, and cause was determined. A replacement device will be supplied through 'warranty exchange' 8-04-13250 1076 aurical otocam 300 sn (B)(6) shipped 5/17/2023 (1za3r8380372550748). 10 may 2023 questionnaire sent to customer. No response. 13 may 2023 customer contacted and not available 16 may 2023 customer confirmed the serial number of the device and has taken the device out of use. 30 may 2023 the device has been shipped for return so a photo was unavailable - follow up with depot repair to have a picture of the damaged device when received 08 aug 2023 defective device received in middleton 09 aug 2023 photograph of device received from depot repair. External protective cover on conductive wire found to be damaged. Insulation on conductive wire intact, no conductive metal exposed. No patient or use harmed. The issue was previously investigated on capa005081: patient safety risk:low regulatory risk:low risk assessment notes:the risk associated with the failure modes is considered acceptable as per ras (B)(4). Maintenance design change on eco#40886 documents the redesign of the otocam cable.

Event description:
Aurical otocam 300, 1076 - caller reports otocam not connecting found the cable is frayed - no reports of shock or other adverse event - no reports of injury to patient or user.

Manufacturer narrative:
Initial report (ref natus complaint (B)(4) ). Caller reports otocam not connecting found the cable is frayed. No injuries reported. Customer has been advised to return the device for evaluation. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure). Complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review doc- 054330. No trend for this failure identified.

Event description:
Aurical otocam 300, 1076. Caller reports otocam not connecting found the cable is frayed. No reports of shock or other adverse event. No reports of injury to patient or user.